Event description:
Customer reported receiving erratic readings on her adc blood glucose meter. Customer reported receiving readings of 50 mg/dl, 207 mg/dl, 202 mg/dl, 210 mg/dl and 211 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer further reported she performed a blood test and received a reading of 188 mg/dl at 11:36 am on (B)(6) 2012, which she believed was high for her, so she self-administered an unknown amount of insulin at 12:59 pm and subsequently experienced a "headache, chest pain, a dry mouth" and noted her "heart is pounding". Customer re-checked her glucose at 1:00 pm and received a reading of 207 mg/dl and continued to perform back-to-back blood glucose tests as reported above. No third-party medical intervention was required. No additional self-treatment was undertaken. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1255349) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.